Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation. The methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 188) error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the reported system fault error message (sf 188) indicating a safety assert signal test failure. Performance testing could not reproduce the reported device fault. The investigation determined that reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).